Manufacturer narrative:
This supplemental is being filed to update h6: patient codes with infection.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to unspecified reason. A new pacemaker with different model was implanted. No additional adverse patient effects were reported. Additional information indicated that this crt-d was explanted due to infection. There were no additional adverse patient effects reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to unspecified reason. A new pacemaker with different model was implanted. No additional adverse patient effects were reported.